Event description:
The customer reported that the device displayed multiple check vent alarms. There was no patient involvement when the issue occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer has a v60, and it failed with multiple check vents. The customer reported the following issues - blower stalled, 35 volt supplies, backup alarm failed, and touchscreen does not operate. The remote service engineer (rse) recommended replacing the power management (pm) printed circuit board assembly (pcba). The customer thinks the issue might be related to the 35 volt rail issue, and wants to keep the device in quarantine until a solution is available. No service was done at this time. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with guidance on potentially resolving the issue; however, it could not be confirmed if the customer attempted to replace the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.